Event description:
The customer reported to customer service that her transformer broke and the wires are showing. No sparking, flames, fires, or injuries reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Product has been received at medela but has not yet been evaluated. The customer reported that her transformer broke and wires were showing. Attempts were made to obtain additional info regarding the transformer but the customer has not responded. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Upon receipt of eval by a quality engineer a f/u report will be filed.